Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. A visual inspection, functional testing, and battery testing were performed. The out of specification force sensing resistors (fsrs) were identified during visual inspection. The cause of the condition was not determined. To correct the condition, the fsrs were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have out of specification force sensing resistors. No additional information is available.